Event description:
It was reported that the spectrum iq pump alarmed, shut down and failed to power back on despite replacement of the battery and ac (alternating current) adapter during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿pump alarmed, shut down, and will not come back on, even with new battery and ac adapter¿ was reproduced upon attempting to power on device with ac (alternating current) adaptor. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be the I/o pcb (input/output printed circuit board) out of specification. The I/o pcb (input/output printed circuit board) will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.